Event description:
Procedure type: urological. According to the reporter: pt received treatment on (B)(6) 2005 for anterior repair for stress urinary incontinence. Later in 2005, the pt began to suffer recurrent vaginal discharges and infections which she was treated multiple times with antibiotics. In (B)(6) 2007, pt underwent explants of mesh and suffered extension of multiple large abscesses causing pain and injury. Listed in the operative report dated (B)(6) 2005, both pre and post diagnosis state genuine stress urinary incontinence.

Manufacturer narrative:
(B)(4).